Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended lead revision, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.